Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
The event was previously included in a summary of 8 filed under 1060818-2023-03729. This event is being filed separately to reduce the total of 1060818-2023-03729 from 8 to 1.